Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient¿s leads had migrated due to an unknown cause. The patient had not fallen. During the lead replacement surgery, the hcp originally planned to move the existing leads without explanting them. The hcp tried to move the existing leads, but the surgery did not go as smoothly as they were expecting. The rep suggested replacing the leads to avoid damage to the patient. The leads were thrown away and will not be returned. The patient reported pain a week after the lead replacement, but the rep stated the patient was doing fine now. The issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the leads were explanted and replaced on (B)(6) 2025, device disposition was not reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2021; explanted: product type lead product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2021; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-jan-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 25-jan-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional via a manufacturer representative (rep) regarding a patient (pt) with an im plantable neurostimulator (ins). Rep reports that there was a lead migration and the patient experienced a loss of stimulation.  Rep reports the patient had not been using their spinal cord stimulator (scs) for a period of time secondary to moving and their new pain management physician. Ordered updated x-rays. During rep's visit with the pt on (B)(6) 2025 it was reviewed the pt's prior implant x-ray and the new imaging, which showed that at least one lead has migrated. Per rep, pt recalls that at some point prior to moving they were not getting very good pain relief, but does not recall when that occurred. Rep attempted to reprogram using the lead that appeared to remain closest to its original position, but this did not provide meaningful coverage. Rep reports the physician plans to schedule a lead revision surgery and indicated they will notify the rep once a date has been confirmed. Rep reports the issue is still ongoing and they will provide additional information as they become aware.